Manufacturer narrative:
Unit passed basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, reservoir tube, reservoir tube window, and battery tube threads. Unit received with minor scratched display window. Unit received with broken reservoir tube lip. Unit received with missing end cap sticker and reservoir tube lip o-ring.

Event description:
The customer reported via phone call that the insulin pump was cracked and damaged. Customer stated that an o-ring was coming out and the reservoir was having difficulty staying in place. Blood glucose level at the time of the incident was not provided. The customer also reported that she had recently been experiencing high blood glucose levels, but declined troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.